Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging inaccurate results compared a lab reading. The reporter alleged readings of "6.0mmol/l" and "5.1mmol/l" on a lab reading. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.